Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implantation, the device clock on the implantable pulse generator (ipg) could not be set to the correct time. The ipg was not implanted. There was no patient involvement.

Manufacturer narrative:
Upon additional analysis of the reported issue it has been determined that the inability to program the local time in the device does not present patient risk or harm and does not impact device functionality. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.